Event description:
Hemodialysis pt attended regularly scheduled dialysis treatment. Pre vs 166/66, pulse 88, temp 98.5. At approx 1246 dialysis initiated. At approx 1355 pt blood lines began clotting, hd tx interrupted. Patient's fistula needles were disconnected from both venous and arterial bloodlines. Both fistula needles were flushed and remained patent. A new dialysis system including both the combiset lines and f180nre optiflux dialyzer was to be set up and primed. Upon re-initiation of dialysis treatment, the venous line was reconnected to the venous needle and the arterial line was reconnected to the arterial needle. Hemodialysis treatment was re-initiated and blood pump was turned on. Within approx 2 minutes the patient reported pain at the venous needle site and then became unresponsive. CPR and 911 was initiated. Ems arrived and took over care of the patient. Patient was transferred to hospital via ems. Subsequent inspection of dialysis lines, the venous line and dialyzer was noted to have visible air and no saline within the lines. The arterial line was noted to have visible saline present. The patient expired on (B)(6) 2020.